Manufacturer narrative:
A3b) patient gender - not available from facility. A5/a6) patient ethnicity - not available from facility. B6) relevant tests/laboratory data - not available from facility. H3/h6) a portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and two (one capped, and one active) left ventricular (lv) leads due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, tightrail rotating dilator sheath (long), and tightrail sub-c rotating dilator sheath), the rv, ra, and active lv leads were successfully removed. Then, targeting the capped lv lead, the lld ez broke at the mandrel in the subclavian/innominate junction. The lead and lld ez were capped and remained in the patient. The patient survived the procedure. This report captures a portion of the lld ez within the lv lead that separated, along with the lead, and retained in the patient.